Event description:
Reportedly, the smartview connect is not functional and indicates no network, despite several troubleshooting attempts.

Event description:
Reportedly, the smartview connect is not functional and indicates no network, despite several troubleshooting attempts.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was reproduced, as a message indicating a technical problem was displayed on the screen and no communication could be established. - analysis revealed that the observed issue could have resulted from a failure of the self-test modem, which prevented communication with the network. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.